Event description:
It was reported that early this morning registered nurse noted that clear plastic catheter tubing disconnected from the rubber catheter from patient's indwelling foley. Red seal was still intact. It was noted earlier in the nightshift that another patient's foley catheter did the same thing. (Unknown if other catheter was from same lot).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.